Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user who participated in the ilet experience study experienced a hypoglycemic event while using the ilet system and stated they were not able to walk, with the cause of the event unclear and no device alerts or alarms reported. Investigation included an outreach to the user to obtain additional details and blood glucose information. Investigation of this case revealed that no additional clinical details were obtained because the user declined to answer questions, and no device malfunction or component issue was identified or reported. No clinical symptoms associated with hypoglycemia were reported at the time of inquiry. Outcomes included no reported hospitalization or long-term impairment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.